Manufacturer narrative:
Device is a combination product. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The 85% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 2.50 x 32mm synergy stent was advanced but failed to cross the lesion. The device was removed and it was noted that the distal stent struts were deformed. The device was completely removed from the patient and the procedure was completed with a 2.5 x 24mm synergy stent. No patient complications were reported and the patient's status was good.